Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the reported phenomena were not duplicated, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Please see updates in b3 and b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received noting that the event was discovered on aug 8, 2022 during a therapeutic laparoscopic procedure. There was no harm or injury to the patient. It is not known if the device was inspected prior to use. According to the initial reporter, the procedure was completed using the same device without any delays.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problems were not reproduced. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image did not appear and manual focus was not possible manually. This report is submitted due to the report of "the image did not appear." There was no patient injury, associated with the problem, reported to olympus.